Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that they experienced a channer error alarm with a levophed infusion "two weeks ago" which was not attached to the patient. When the clinician was getting ready to start the infusion, they shut the pump module door and the channel error alarm occurred. The pump module was changed out and the infusion was started on a new pump module. This was reported to bd representatives during their site visit. There was no patient harm.

Event description:
It was reported by the clinician that they experienced a channer error alarm with a levophed infusion "two weeks ago" which was not attached to the patient. When the clinician was getting ready to start the infusion, they shut the pump module door and the channel error alarm occurred. The pump module was changed out and the infusion was started on a new pump module. This was reported to bd representatives during their site visit. There was no patient harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an channel error (levophed) was not determined because no products or device logs were returned.